Manufacturer narrative:
The astral device was returned to resmed. Evaluation identified signs of improper maintenance and storage, based on evidence of insect infestation. It was determined that the device is beyond repair and is not recommended for patient use. The device was returned to the customer unrepaired. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the display of an astral device was black upon device power up. There was no harm or serious injury reported as a result of this incident.